Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: part: 309.530. Lot: 8007636. Manufacturing site: werk bettlach. Supplier: na. Release to warehouse date: 01 october 2012. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the tip of the extract-screw coni f/scr ø4.5+6.5 is broken. The broken fragments were not returned for inspection. No other defect was observed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the extract-screw coni f/scr ø4.5+6.5 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed.

Event description:
It was reported that on (B)(6) 2026, the patient underwent removal surgery with the device in question. The surgery was completed successfully with thirty minutes surgical delay. After the surgery, on (B)(6) 2026, the sales representative was informed that the device was damaged during the operation. The operation was completed safely using another device.